Event description:
It was reported that during an attempted deployment of a tracheobronchial stent graft within a pseudoaneurysm in a forearm av loop graft, the device kinked. Upon successful removal from the pt, it was observed the stent graft had deployed approx 1/8 inch, but did not expand. Reportedly, the stent graft was advanced to the intended treatment site without difficulty and upon performing a pin and pull deployment, the physician encountered a great amount of resistance. When additional force was applied to the delivery system, the delivery system kinked. Reportedly, the delivery system was in a 180 degree configuration when deployment was attempted. The stent graft and the entire delivery system were successfully removed from the pt and the procedure was concluded. No pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to release. The complaint sample has been received and is currently being evaluated.